Event description:
The customer reported a motor error alarm during a manual prime. Troubleshooting was performed, and the insulin pump passed the prime test, but the customer was unable to conduct the displacement test. During the manual prime, the insulin pump froze, and the buttons did not respond. Later, the insulin pump reset itself, then froze again. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.